Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, the surgeon felt the thoracic probe was inaccurate during surgery. Per the surgeon, the soft tissue deflects the instrument while using the device when navigating on the bone, causing tip inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the surgeon felt the thoracic probe was inaccurate during surgery. Per the surgeon, the soft tissue deflects the instrument while using the device when navigating on the bone, causing tip inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.